Event description:
It was reported the patient never had therapeutic effect. It was stated patient had seen a new healthcare provider and they did urodynamic testing to determine how incontinent the patient was. No results of the test were reported. The patient's symptoms were no different with the device on or off. Shortly after implant, it was reported the left implantable neurostimulator (ins) began moving in the pocket. It was stated the left ins "rolls and pinches" which causes the patient pain in their left leg from the hip to toes. The patient's sciatic nerve was described as "messed up". In addition, the patient could not lie on their back or have their lower back touched because "it hurt too much". It was stated the patient had done "some reprogramming", but nothing helped. The patient's status was reported as "fair". No accidents or incidents were reported in relation to the complaint. It was noted that the patient wanted the ins(s) removed. It was further indicated that removal of the devices was to occur on (B)(6) 2012. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2012-12359. It was unclear which device was associated with the reported complaint.

Manufacturer narrative:
Product ID 3093-28, lot# v666023, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).